Event description:
It was reported that the reservoir of a half day infusor ruptured. The device was filled with 3g of deferoxamine and 40ml of water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device revealed a ruptured reservoir. The reservoir was microscopically examined and markings would found near the rupture line. The device was verified for the reported condition and further functional testing was not required. The cause of the nonconformance was unknown. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.